Event description:
The home health nurse is calling on behalf of the customer. Asked the customer to perform a back to back blood test: 420mg/dl and 443mg/dl. Customer stores the meter and test strips in the window sill. Expected range for the blood results are 300mg/dl. I reviewed the last 5 blood results in the meter memory: (the home health nurse states that the date/time is incorrect): 559 on (B)(6) 2014 at 12:50pm; hi on (B)(6) 2014 at 12:07 pm; hi on (B)(6) 2014 at 01:13 pm; hi on (b)(46) 2014 at 10:12 am; 567 on (B)(6) 2014 at 03:13 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: test strip issue, user has a high glucose value. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (12/15/2014).